Manufacturer narrative:
Date of event: the peritonitis event occurred on an unreported date during the (B)(6) spring festival of 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the doctor used unspecified anti-inflammatory drug (dose, route and frequency were not reported) for treatment. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing during the treatment. No additional information was provided because the reporter declined follow up.